Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2544074 and b72gx4. A search of the complaint database search finds one additional reported incident against lot code 2605799 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
High rate of aseptic loosening of lcs complete tibial baseplates which has been observed by the (B)(6) arthroplasty register. Revision (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.